Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was during the call, pt said they were going to see their healthcare provider (hcp) next week because they were having some problems with their implantable neurostimulator (ins). Pt said they had x-rays and was going to meet with them to see if the ins could be relocated. Pt repeated issues of needing to have the ins relocated after ins came out of the pocket and rubbed against their skin causing pain after a fall, previously reported. Pt said after that repositioning everything was fine and the rep checked the ins and said it was fine on their end as well. However then probably 8 months ago pt fell again and landed hard on their butt. Pt said after that fall they started to have pain at the ins area and said they tried charging the ins but started to feel a burning like electricity from their core going up to their ins site so pt stopped charging. Pt said they tried to charge again but the same thing happened so they stopped using or charging the ins. Pt also said the programs they had weren't helping either. Pt then said last week they talked to their rep and met with them to get the ins charging again and to put in a new program. Pt said after that program was put in, pt said the stimulation was working wonderfully and pt had charged the implant since they met the rep as well and didn't have the burning problem like they did 8 months ago. Pt said they talked to the aprn for their doctor and discussed if pt kept falling and ins wasn't helping, they would just remove ins instead of relocate it. Pt said they would rather keep the ins now that the programming was working, so we going to meet with the hcp to discuss further now next week. Pss documented information given during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was going to have surgery to move their ins, and pt wanted to know if they could turn their ins on right after the surgery. Pt stated in (B)(6) 2020 they pt fell and their ins "lifted" a little bit, then a couple months back from current date they feel again and their ins moved higher. The ins raised up above the skin through the muscles and was rubbing on their skin causing irritation to the pt. Pt mentioned that the surgery would be to lower the ins. Pt mentioned that they had no issues with their device prior to first fall. Additional information was received from the pt. The pt reported that 2 months after it was placed in (B)(6) 2020, they fell and landed hard on the battery. The pt met with a manufacturer's representative (rep) and everything was working. The pt fell in (B)(6) 2021 in the yard and that fall moved the battery causing extreme pain as it had risen above skin level. The pt was moving slower and watched what they were doing. The pt reported that the issue was resolved on 2021(B)(6) and was moved deeper.